Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k991088. H.6. Investigation summary: material #: 368652. Lot/batch #: 2152033. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the rubber sleeve broke off during blood collection. No patient impact reported.